Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was recurrent ventral hernia following laparoscopic ventral hernia repair and partial small bowel obstruction. The procedure performed was abdominal wall reconstruction with abdominal wall muscle flap x2, ventral hernia repair and placement of mesh. (B)(6) 2008 - the patient underwent previous procedure for laparoscopic right ventral hernia with mesh. The pre-op and post-op diagnosis was incisional ventral hernia. (B)(6) 2009 - the patient underwent a subsequent procedure for laparotomy with removal of old mesh and lysis of adhesions. The pre-op and post-op diagnosis was recurrent ventral hernia. The patient experienced surgical revision, recurrence, pain, and bowel obstruction.

Manufacturer narrative:
Additional information: information shows that the product within this report was not involved in the reported issue. No further reports will be sent for this product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.